Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined a short circuit on diode designator cr44 was the cause of the reported issue.

Event description:
The customer contacted physio-control to report a non-critical. Upon physio-control evaluation a failure to charge was observed. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and verified the reported issue. Physio replaced the device's therapy pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical. Upon physio-control evaluation a failure to charge was observed. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.